Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va105ng, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The patient was not feeling stimulation and the therapy was on. The situation was not resolved. The first night the patient programmer worked great and then on the night of (B)(6) 2015, the patient was soaked from head to toe. The reported symptom was leaking. The patient programmer showed that the implantable neurostimulator (ins) was on and on program 2 at 0.8 volts. The patient turned stimulation up to 1.0 volts. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.